Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 1095136 medical device expiration date: 2021-07-27 device manufacture date: (B)(6) 2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was mold on agar with bd bbl¿ xld agar. There were 30 plates with lot# 1095136 and 60 with lot# 1104982. The following information was provided by the initial reporter, translated from (B)(6) to english: there are many suspected mold objects on agar, which will affect subsequent interpretation

Manufacturer narrative:
Investigation summary: the complaint was confirmed as the reported defect on a picture. The issue was precipitation. No issue in DHR. Same issue in retention sample. Root cause was precipitation appeared gradually depend on product was dried. Precipitation is ingredient of media. Performance test will pass as usual when precipitation appear. No trend we will continue to monitor the trend this issue.

Event description:
It was reported that there was mold on agar with bd bbl¿ xld agar. There were 30 plates with lot# 1095136 and 60 with lot# 1104982. The following information was provided by the initial reporter, translated from chinese to english: there are many suspected mold objects on agar, which will affect subsequent interpretation.